Manufacturer narrative:
Additional information block a3, b5, b7 and h6 have been update with the additional information received on october 31, 2023. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel misplaced non-vascular. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e2338 captures the reportable event of edema. Imdrf patient code e230101 captures the reportable event of fever.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure approximately four weeks prior to (B)(6) 2023. Fiducial markers were placed transperineally prior to the implant and the procedure was performed under general anesthesia. The placement procedure went well, and a week later a planning computed tomography (CT) scan showed that the hydrogel was noted as a satisfactory implant. Sometime after the CT scan the patient experienced constipation. Days later, during a bowel motion the patient passed some hydrogel. On further investigation, it was noted that the patient had some scrotal edema and fistula formation in the peri prostatic region. Further computed tomography (CT) scan showed that there is no presence of hydrogel in the placement area. It was suggested that the hydrogel was potentially injected into the incorrect location. The patient radiation treatment is currently on hold on. The patient was prescribed with oral antibiotics and is under review. The issue was reported as ongoing at the time of this report. ***additional information received on october 31, 2023*** it was further reported that one week after the procedure, the hydrogel was visualized posterior to the prostate extending into the rectum. The patient was febrile and with protein radioactive c (crp) elevated to 140. The patient was admitted and started on IV antibiotics, thus far the clinical and laboratory results improved. The first imaging post procedure showed that the hydrogel appears to be proximal at least half, if not slightly more, of the length of the gel is in the rectum itself, tracking through the muscle and ultimately out through the serosa distally. It was suggested that before continuing the external radiation treatment, obtain a sigmoidoscopy to get baseline visualization of the rectum, wait until the patient has recovered fully, both clinical and lab values. Then check again with a sigmoidoscopy once is completely healed. It is unknown if the physician will be proceed as recommended. However, as was previously reported the radiation treatment is currently on hold on.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure approximately four weeks prior to (B)(6) 2023. Fiducial markers were placed transperineally prior to the implant and the procedure was performed under general anesthesia. The placement procedure went well, and a week later a planning computed tomography (CT) scan showed that the hydrogel was noted as a satisfactory implant. Sometime after the CT scan the patient experienced constipation. Days later, during a bowel motion the patient passed some hydrogel. On further investigation, it was noted that the patient had some scrotal edema and fistula formation in the peri prostatic region. Further computed tomography (CT) scan showed that there is no presence of hydrogel in the placement area. It was suggested that the hydrogel was potentially injected into the incorrect location. The patient radiation treatment is currently on hold on. The patient was prescribed with oral antibiotics and is under review. The issue was reported as ongoing at the time of this report.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel misplaced non-vascular. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e2338 captures the reportable event of edema.